Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla had sterility issues. The following information was provided by the initial reporter: we identified a syringe without the shield, where the needle is bent and there is only a piece of shield inside the package, which is sealed.

Manufacturer narrative:
H6: investigation: customer returned several images of a polybag labeled for 0.5ml, 31 gauge, 6mm syringes from lot 0076481. A syringe inside the unopened polybag is missing its needle shield. The syringe¿s needle has been damaged and is bent to one side. A fragment of a needle shield is loose in the same bag. A review of the device history record was completed for batch #0076481. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a needle shield missing and damaged needle shield. Root cause: maintenance dispatches was created for jams (index jam).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla had sterility issues. The following information was provided by the initial reporter: we identified a syringe without the shield, where the needle is bent and there is only a piece of shield inside the package, which is sealed.